Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the needle did not deploy, indicating a pod needle mechanism failure. The duration of pod use and the impact on the patient's glucose level was not reported. No further information was provided.